Event description:
It was reported during a da vinci-assisted surgical procedure, the surgeon inadvertently inserted the monopolar curved scissors (mcs) into the iliac artery. Bleeding occurred and the procedure had to undergo an emergency conversion to an open surgery. On 21-feb-2020, the intuitive surgical, inc. (Isi) clinical sales representative (csr) was contacted, and the following additional information was obtained about the event: the operating room (or) staff confirmed the iliac artery injury was due to surgeon error and not related to an isi device or system. After the injury to the iliac artery, the procedure was converted to an open surgery. The surgeon was able to control the bleeding and the patient was reported to be recovering. On 29-apr-2022, isi followed up with the surgeon regarding actions taken to control the bleeding: the surgeon stated that they ¿have no information to provide.¿

Manufacturer narrative:
Based on the current information provided, the root cause of the reported complication is unknown. A suspected root cause is inadvertent over insertion by the user. As of the date of this report, the instrument has not been received for evaluation. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon inadvertently inserted scissors into the iliac artery. Bleeding occurred and or staff had to convert to open surgery to control it. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.